Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the right coronary artery (rca). When the physician was placing the 3.50x32 mm taxus express2 drug eluting stent, the shaft fractured. The procedure was completed with 3.5x28 mm taxus express2 drug eluting stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
Device has been rec'd for analysis; however, additional testing has not been completed at the time of this report.